Event description:
It was reported that the pump's wake button was difficult to press, often requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.